Event description:
The patient was not using his audio processor since 2007. An impact above the ear occurred in 2014, and the patient had received sutures. Recently he wanted to use his audio processor again but the in situ measurements performed showed all electrode channels in status high. Re-implantation is being considered.

Manufacturer narrative:
UDI code not available for this device. According to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress. To determine an exact root cause a device investigation of the explanted device is necessary. The complaint can be re-opened if further relevant information is received.

Event description:
The patient was not using his audio processor since 2007. An impact above the ear occurred in 2014, and the patient had received sutures. Recently he wanted to use his audio processor again but the in-situ measurements performed showed all electrode channels in status high.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. The device has not been received yet.

Event description:
The patient has not been using his audio processor since 2007. An impact above the ear occurred in 2014, the patient had received sutures. The patient has been re-implanted, but the explanted device has not been received for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, the reported impact might have weakened the fixation of the electrode or implant which led to electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient had not been using his audio processor since 2007. An impact above the ear occurred in 2014, for which the patient had received sutures. The patient was re-implanted.